Event description:
Caller states the caretaker found a leak in the pilot line at the point that it connects to the pilot balloon. The caller confirmed that recannulation of a replacement tube was required.